Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received a reading 59 mg/dl on his adc device scan. Customer further reported he experienced symptoms of tremors, ¿palor¿, blurred vision and was seen at a hospital where a reading of 150 mg/dl was obtained on the hospital meter. Customer was administered novorapid insulin (dose unknown). There was no report of death or permanent impairment associated with this event.